Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. The ventilator passed the initial final test procedure which measures the ptvs ability to correctly measure exhaled volume at many different volume settings. The ventilator was opened up and thoroughly inspected, no anomalies were found. The alarm codes found in the event trace all fall into what are considered non-critical alarms. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was not delivering any volume to the patient and there was no volume output while on the patient. The customer was also complaining about the screen going blank while on the docking station. The patient was switched to another ventilator with no harm.